Manufacturer narrative:
The galileo operator manual states that forward only abo-rh testing has a higher risk of mistype due to the absence of reverse type results. Hazardous mistypes may occur. For this reason, abo-rh results should always be compared to the patient or donor's history.

Event description:
Customer reported an abo discrepancy on the galileo on a patient sample, using fwd abo assay on a cord blood sample. The sample typed as a positive but when tested again was o positive.